Event description:
It was reported "after booting the machine alarm, the alarm shows helium leakage, according to the alarm prompts to solve the measures, found that there is blood gushing out of the helium tube, then replace the new catheter, the machine normal counterpulsation." The device was removed and replaced in the same insertion site. There was no patient injury or complication. There was no delay to therapy or medical interventions required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI number: (B)(4).

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was re-turned in a cardboard box and was loosely packed within the original carton. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Some dried blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0074in-0.0078in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. A leak was immediately detected from the bladder membrane. Under microscopic inspection, the leak site is consistent with contact from a sharp object was noted approximately 6.8cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "blood gushing out of the helium tube" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder, which allowed blood to enter the helium pathway and can cause helium leak alarm. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the com-plaint investigation due to the bladder leak. The root cause of the bladder leak is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after booting the machine alarm, the alarm shows helium leakage, according to the alarm prompts to solve the measures, found that there is blood gushing out of the helium tube, then replace the new catheter, the machine normal counterpulsation." The device was removed and replaced in the same insertion site. There was no patient injury or complication. There was no delay to therapy or medical interventions required. The patient's current condition is reported as "finee".